Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: seven used and two unused acromionizer burrs were returned for evaluation. Visual assessment showed two devices are seize/melted the other five devices show degradation of the inner burr in the form of metal abrasion confirming the reported shedding. Each of the five devices also show their adapter bodies have significant cracking, consistent with excessive side load during use. Functional inspection of the two unused and five not seized devices confirmed the inner blade rotates freely within the outer blade, no frictions was felt. The likely cause of the shedding is the result of side loading during use cause the fracturing of the adapter body allowing for misalignment with the inner burr and outer sheath. The two devices with the melted plastic components are attributed to little to no irrigation used during operation. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry)¿. No further investigation is warranted at this time. (B)(4).

Event description:
During a subacromial decompression procedure, it was reported that the surgeon noticed metal fragments in the shoulder joint. The surgeon stopped and used suction to remove the metal fragments. The surgeon noticed that the base attachment had melted together and believed the inner and outer sheath had been grinding together. No injuries to the patient, the surgeon used suction and flush lavage to remove the metal fragments. The surgeon tried several other burrs to limp through the procedure. No post-operative issue reported to date.